Event description:
Failure to seal / failure to alarm patient¿s daughter called about leak and no alarm.

Manufacturer narrative:
No sample, lot and/or photos were provided for evaluation. A DHR review investigation could not be performed with the limited information provided. The complaint indicates a system connection with a leak and no leak alarm. Wound it is located at the abdomen area with irritation at the wound site. Reddening or irritations are known issues with any adhesive dressing in patients that have certain skin conditions and/or certain sensitive skin types. Smith & nephew has tested and assess the safety of all the kit components and have determined that they are safe for its intended use. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint for how long it was detected the leak as a result of the dressing popping out of the wound area. However, furthermore within the report it is clearly indicated that once the dressing was reinforced the device was able to stop the alarm. The scenario confirms that the device was working as intended, and detected an excessive leak after the three minutes. The root cause for the issue reported is most likely due to a dressing technique. However, it is possible that with thickened exudate in the tubing caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm as it is stated at the beginning of the reported complaint. In this case the system was holding the negative pressure most likely as a result of a blockage and a leak not significant enough in order to trigger an alarm.